Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the first resolution 360 clip, and 3005099803-2024-06038 for the second resolution 360 clip. It was reported to boston scientific corporation that two resolution 360 clips were used in the colon for screening with polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, two clips were placed; however, it was challenging to release the clips from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip difficult to release from the catheter.